Event description:
In 2001, a pt underwent implantation of staar model aa4204vf intraocular lens in their right eye. The lens was removed in 2001 due to a refractive error, but has not been returned for eval.